Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, the reported death appears to have been a cascading event of the reported cerebrovascular accident. A cause for the reported cerebrovascular accident could not be determined. The reported patient effects of cardiovascular accident and death as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report 2 days after the mitraclip procedure, the patient had a stroke and died. It was reported that the mitraclip procedure was performed on (B)(6) 2020 to treat functional mitral regurgitation (mr) with grade 4. Two clip implanted without issue, reducing mr to 1-2. On (B)(6) 2020 the patient had a stroke and died. The clips were reported to be stable on both leaflets. The patient was never discharged from the hospital. It was unknown what caused the stroke. In the physician¿s opinion, there was not anything during pre or post procedure that occurred that would have contributed to the stroke or death. The cause of death was reported to be due to hemorrhagic stroke. No additional information was provided.